Event description:
It was reported that a diagnostic anomaly and unavailable data were observed on the device. No intervention was performed at this time. The patient was stable.

Manufacturer narrative:
The reported event of no data available on directtrend was confirmed. Based on the information received, the cause of the reported incident cannot be conclusively determined.